Event description:
User received erroneous results for multiple assays on one aliquoted sample that was tested on two modules. Initial results were: calcium 13.3 and 12.7 mg per dl, bun 196 mg per dl, magnesium 6.0 mg per dl, bicarbonate 19 mmol per l, creatinine 17.84 mg per dl, glucose 87 mg per dl, phosphorus 10.9 mg per dl, and potassium 9.4 and 9.4 mmol per l. After the initial results were received, the primary sample tube was tested. Repeat results from the primary sample tube were calcium 8.1 mg per dl, bun 14 mg per dl, magnesium 2.4 mg per dl, bicarbonate 29 mmol per l, creatinine 0.52 mg per dl, glucose 118 mg per dl, phosphorus 2.6 mg per dl, and potassium 4.0 mmol per l. The patient was not treated based on the erroneous recovery as the user noticed the issue prior to reporting the patient.

Manufacturer narrative:
The field service representative determined that although the root cause could not be verified, it is suspected that the aliquot cup may have been previously used and contained a urine specimen prior to this sample being aliquoted into it. He checked the aliquator operation and other aliquot result correlation with primary tube. The lab manager was informed, and will communicate to operators the importance of disposing of all cups that have been through the analyzer.